Event description:
The customer reported that they got an nbp value on a patient after the patient went into asystole. The involved patient died. The customer has stated that the device behavior had no impact on the patient outcome as the patient was a dnr (do not resuscitate).

Manufacturer narrative:
(B)(4). The customer reported that they got an nbp value on a patient after the patient went into asystole. The involved patient died. The customer has stated that the device behavior had no impact on the patient outcome as the patient was a dnr (do not resuscitate). The device was returned to philips for evaluation. The reported symptom could not be reproduced. The device passed all testing. The nibp module needed calibration. After calibration of the nibp and passing all performance verification testing, the device was returned to the customer.